Event description:
It was reported to boston scientific corp that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, they put the tip of the tome inside the papilla of vater, pulled the handle to curve the tip and prepare the cutting wire. Before electric current was applied, the cutting wire broke/loosened from the tip. No wire fell into the pt. The procedure was completed with another hydratome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed. (B)(4).